Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to charge the pump, and subsequently the pump shutdown. Customer¿s blood glucose level was 574 mg/dl. A bolus was delivered to address bg level. The pump battery was plugged in to charge and the customer continued to use the pump for insulin therapy.